Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit alarmed sensor failure and the screen went black. Customer reported that it occurred multiple times a day during boot up. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) replaced the gas delivery system (gds) to address the reported problem. Unit is back in service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.